Manufacturer narrative:
Concomitant medical products: 4968-35 lead implanted (B)(6) 2003.

Event description:
It was reported that the right ventricular lead high voltage (rvc) coil and superior vena cava (svc) coil impedances were high and alerts were triggered. The impedance trend showed high variance prior to the alerts. The impedance was also reported as low. It was also reported that the left ventricular lead had high threshold. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.